Event description:
Customer stated she has been experiencing low blood glucose. Customer reported she has a low event and ended up going to the hospital emergency room. Customer stated that her blood glucose was 220 mg/dl in the morning; she took the appropriate amount of insulin to cover her meal and within 3 hrs she was at 48 mg/dl. Customer is working with her endocrinologist on the insulin pump settings. Customer declined to troubleshoot. Blood glucose value at the time of admission was 101 mg/dl. Customer also reported that the screen on the insulin pump is hard to read when she is outside in the cold weather; she sees dark spots that clear when the device warms up. Customer explained that she lives in a very cold part of the country and was advised to keep the insulin pump close to her body. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.